Event description:
It was reported that during a rotational atherectomy procedure, the physician was unable to engaged the brake. Another advancer was used to complete the procedure. No pt injury or complications were reported.